Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right revision procedure approximately six years post-implantation due to adverse reaction to metal debris (armd). During the procedure, it was noted that the head was cold-welded to the taper adapter and the two would not separate. Operative records noted soft-tissue damage and moderate amounts of metal stained fluid. Additional information received from patient's legal counsel confirmed patient underwent right revision procedure approximately seven years post-implantation, not six years post-implantation as originally reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter - surgeon name unknown product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(6) facility. Product was not returned to zimmer biomet facility. Zimmer biomet employees evaluated device at the (B)(6) facility. Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to third party debris, surgical technique and/or joint laxity; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)." Under warnings number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2015-04068 / 04069 / 04070).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to adverse reaction to metal debris (armd). During the procedure, it was noted that the head was cold-welded to the adapter and was impossible to separate. Operative records noted soft-tissue damage and moderate amounts of metal stained fluid. Reported from (B)(6) laboratory.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information that was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2015-04068 / 04069 / 04070).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to adverse reaction to metal debris (armd). During the procedure, it was noted that the head was cold-welded to the taper adapter and the two would not separate. Operative records noted soft-tissue damage and moderate amounts of metal stained fluid. Additional information received from patient's legal counsel confirmed patient underwent right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient was revised on (B)(6) 2014, not (B)(6) 2013 as originally reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.